Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly.

Event description:
The customer called to report that the insulin pump had blank display. Troubleshooting was performed. The customer stated that she went to the beach and left the device in a bag. When the customer came back and reconnected the insulin pump, and approximately five minutes later the device was making a high pitched noise, and the screen was blank. The battery was removed and reinstalled. The insulin pump appeared to be restarting and then the display was blank. The customer also stated that the device had a crack along the battery compartment. No further into was provided.